Manufacturer narrative:
(B)(4). Date of initial report: 10/30/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported they had to stop a case mid-procedure for about 45 minutes due to an argon gas leak and depleted argon tanks. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/28/2016. One used forceargonii20 unit was received for evaluation. The investigation confirmed the customer's report that there was a gas leak coming from inside of the unit. The investigation found that the clips on p1 were stretched out oblong, thus allowing for a bad seal. The root cause of this condition could not be determined. The clips were tightened and repositioned to address the condition. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
New/updated info: the site has since determined that the gas leak is from within the argon generator unit itself. Thus, the primary product on this report has been changed from the argon tank regulator to the forceargonii20 generator. The site will not be returning the tank regulator for evaluation.